Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer attempted to resolve the past occlusions by changed the pump supplies; however, the issue persisted and customer reverted to manual injections for insulin therapy.